Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the motion batteries resulted in the imaging system shutting down during transport. To restore functionality, the motion batteries were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, outside of a procedure, the unit stopped working while transporting it back to storage. They stated the issue was due to no power. There was no patient present when the issue was identified.